Event description:
It was reported the customer found a hair in the product. It was replaced with a new one. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in the device is inconclusive due to the state of the returned sample. One photograph of a powerloc was returned for evaluation. An initial visual observation of the photograph showed an infusion set with what appears to be a hair or fiber like foreign material within the luer connector hub; however, the identity or origin of this material could not be determined or confirmed from the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the customer found a hair in the product. It was replaced with a new one. No other information was provided.